Event description:
According to the reporter, during a gastric sleeve, when inserting the adapter with a 60 mm reload, it required extreme leverage. The piece between the adapter and magazine came into contact with the end of the thorax, and it caused the piece between the adapter and reload to break. The broken component disengaged and fell into the cavity, but it was retrieved by a grasper. The surgeon was initially able to operate the powered stapler, and it did cut, but it did not place a row of staples. The surgeon was unable to retract the blade due to a component that appeared to have been broken. The surgeon had to exert extreme force to detach the magazine from the adapter. The surgical time was extended by 30 minutes. The surgeon tried stacking a different powered handle and reloading a few centimeters away, and everything went smoothly.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - (lot#n5g1558y); sigadaptxl sig power sigadaptxl linear xl adapter - (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that an initial visual inspection of the returned handle noted no abnormalities. The handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.7 software. The handle had 178 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed that while in the field, abnormalities were noted during a firing and subsequent retraction. It was reported that the device locked on tissue and difficult to retract knife blade. The reported issue was not traced to the device. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.